Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2008 and (B)(6) 2011 and a mesh was implanted. The patient experienced pain, erosion of her internal tissues. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted concurrently with anterior repair with suture, removal of skin lesion anterior abdomen due to stress urinary incontinence and rectocele. The patient experienced pain, bulge in vagina, infection, urinary problems, recurrence and dyspareunia. It was reported that the patient had herniated cervical disc surgery in 2009 and on (B)(6) 2008 ams sparc-non-ethicon product implanted. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06574. The same patient is represented in each medwatch.